Manufacturer narrative:
Crushing is abuse of the product and a direct violation of the instructions provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.

Event description:
Heating pad was returned to retailer and the only information provided was "burned hole threw". No injuries were reported with this incident.